Event description:
It was reported that the patients ipg was not keeping a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not keeping a charge. The patient underwent an ipg replacement procedure.